Manufacturer narrative:
Conclusion: the reported event indicates that as the inline sheath was inserted into the patient, the right common iliac artery was (rcia) damaged. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case it was reported that the patient had an access vessel diameter of 4.6mm. Per the IFU ¿patients must present with trans-arterial access vessels with diameters that are greater than or equal to 5.0 mm when using model d-evprop2329us¿. This indicates that the probable cause of the dissection was patient anatomy. A device history record (DHR) review is not required as the product event does not indicate a potential manufacturing issue. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with an access vessel diameter of 4.6mm, as the inline sheath was inserted into the patient, the right common iliac artery became (rcia) damaged. Following the implant procedure, the digital subtraction angiography was reviewed. Intima damage resembling a "flap" was observed in the rcia. Subsequently, a stent graft was placed. No additional adverse patient effects were reported.